Manufacturer narrative:
On 29 september 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the three inner sleeves look slightly deformed, with the lower extremities bent outwards. That's consistent with the event description: the surgeon forced the instrument by placing another instrument ("cobb elevator") through the groove and pulling outwards. However, the interface to the implant (pedicle screw) at the extremity is still ok and functional. The inner sleeve can be normally connected to a pedicle screw and to te outer sleeve. The engagement and disengagement is normal. Therefore, the slightly of the surgeon is confirmed: in the surgery, the extremity of the tower was probably pressed by muscle and/or bone, due to the patient anatomy and to the screw positioning. For these cases, a release instrument is provided in the set. Its use is described in the surgical technique. Either it was not used correctly, or it was not effective. In such cases, the surgery is delayed to get the towers released and removed. This is the final step of the surgical procedure, the pedicle screws are all inserted and the spinal construct is finalized and tightened. Therefore even if the tower gets damaged because of the disengagement manoeuvre, the surgery can be completed successfully. A new project is ongoing to develop a new, improved version of the release system, intended to make the manoeuvre more easy, simple and effective. Batch review performed on 12 october 2017. Lot 1651071: (B)(4) items manufactured and released on 24 august 2016. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot. Mis percutaneous tower inner sleeve, code 03.52.10.0402, lot. 1651072 lot 1651072: (B)(4) items manufactured and released on 25 july 2016. No anomalies found related to the problem. To date, this is the second similar event reported on items of the same lot.

Event description:
After the final tightening, 3 out of 4 towers were not able to be easily disengage. The surgeon tried to disengage with a release instrument, but it was not able to. It was considered that the tower tip was pressed by a muscle and a bone, therefore the tower tip was not able to spread. After many attempts, in order to avoid the screw loosening, the tower tip was spread with a cobb elevator and an impactor. Due to this event, the surgery was prolonged about 15 minutes.